Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the bleeding or bruising and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. Data downloaded from the device shows that an 0x40 alarm with a drive stall was generated. The commutator cap was found to be contaminated. A leak test was performed, and no leakages were observed along the entire fluid path. The device was dismantled before a rerun could be performed. The exact cause of the contamination could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19.6 mmol/l (352.8 mg/dl). The patient reported bleeding from the insertion site (abdomen) while wearing the pod for between 49 and 71 hours. As treatment, a new pod was applied.